Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent hypoglycemia after meal announcements despite routine, by-the-books use, including an event with a lowest blood glucose of 42 mg/dl and total out-of-range duration of approximately 90 minutes but less than two hours; the device alerted to the low and the user self-treated with oral glucose, peanut butter, and food, without external assistance or medical intervention. Symptoms included hypoglycemia with user-reported urgency prompting early treatment at downward trends. Outcomes included transient functional limitation without hospitalization. Investigation included clinical troubleshooting and education with review of use patterns. Investigation of this case revealed a cause that remained unclear, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.